Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant was burning in their back while charging their implant. Pt said they noticed this a week or so ago. Pt said that they felt like this was the stimulator burning, not the recharger antenna. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed medtronic reps for visibility. Pt mentioned on the call that they recently fell and broke their hip so they have a hard time trying to get around and meeting with the doctor; pt said the fall was not related to their device. Pt also mentioned on the call that they had cat scans; pt said these scans were not related to the device. Pt also mentioned on the call that they were told if they had a problem to call the medtronic rep and that the rep would meet with them in a public place; pt made no allegation that there was a previous problem and pss understood this as general information a medtronic rep gave them. Redirected caller: patient's hcp.